Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room with hyperglycemia. The patient's blood glucose levels read high (>22.2 mmol/l, >400 mg/dl) while wearing the pod between 37 and 48 hours. Symptoms reported include thirst and urinary frequency. The patient placed a new pod prior to going to the ER after noticing insulin leaking from the initial pod. At the ER, the patient's bgs and ketone levels were checked and bg levels were dropping with the new pod that was placed prior to arriving. The patient was discharged after 2 hours.